Manufacturer narrative:
(B)(4).

Event description:
It was reported that high impedance was observed on the right ventricular lead of an asymptomatic patient. It was determined that the lead had fractured. The lead was successfully capped and replaced.